Event description:
We are seeing a problem with loose power ports on heartware lvad controllers. Because the power port(s) is loose, we must exchange the patients' controller for a new one. Sometimes a controller needs to be exchanged for this after only 2 months of use. Subjecting the patients to frequent exchanges. Exchanging controllers puts the patients at risk, because we are stopping their lvad for a couple of seconds during the exchange. Heartware did release an urgent medical device correction field safety notice in april of 2016 (fsca apr2016). However, nothing has been done since then to rectify the problem. In fact, the frequency of occurrences is increasing. We need heartware, now owned by medtronic, to take immediate action to resolve this problem.